Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-02535 for the report of aortic valve closure. Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during surgery for aortic valve closure, the pump was was temporarily stopped to complete the procedure. However, the pump did not restart as expected. The surgeon exchanged the system controller from the original to the backup to address the issue. The pump still did not restart. The system controller was exchanged back to the original and the pump successfully restarted. On (B)(6) 2018, it was reported that the surgeon indicated that the pump had stopped, however, the clinical engineers indicated that the pump did seem to be working. No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the system controller used at the time of the reported event was not returned for analysis. Per reported information, the controller will not be returned. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system controller related issue. The events were confirmed through the analysis of a submitted data log file. The submitted log file contained approximately 32 hours of data, spanning from day 1356 hour 5 minute 24 to day 1357 hour 23 minute 33, and captured a low speed/pump stop event on day 1357 hour 23 minute 27. In addition, two separate pump stop events associated with motor stop commands were recorded on day 1357 hour 22 minute 15 and day 1357 hour 23 minute 28. Throughout the log file pump power, estimated flow, and average pi ranged from 0-15.8, 0-6.8lpm, and 0-4.7, respectively. In addition to the pump stop events, the device speed fell below the low speed limit on day 1357 hour 23 minute 33 as the fixed speed was set to a lower value than the low speed limit. It was reported that the patient underwent surgery for aortic valve closure due to severe aortic regurgitation. During the surgery, the vad was temporarily stopped. Reportedly, the surgeon exchanged the epc system controller for the backup system controller, because the pump did not restart. The surgeon said that he directly touched the pump and did not feel any vibrations. After that, the backup system controller was exchanged for the original system controller and the vad began operating as intended. Despite the surgeon¿s account of the pump not moving, the center¿s clinical engineers acknowledged that the pump was in fact moving and the surgeon misunderstood. The patient remains ongoing on vad support. The patient handbook includes important warnings related to pump stops. This document, as well as the hm ii lvas IFU, outline all system controller alarms and the appropriate actions associated with them. Additionally, the IFU details the use and function of the motor stop button. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: correction. Section d4, h4: serial number was requested but not provided so manufacture date, expiration date, and unique device identifier (UDI) information could not be attained.